Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the physician that during a routine check, the patient mentioned that he heard different sounds from the lvad. These sounds were intermittent and occurred during the night. At that time it was decided to have wave forms taken. The wave forms and vent filter were sent to the manufacturer for analysis and the patient was sent home. The next morning, the patient called the manufacturer's clinical specialist and reported that during the previous evening, he heard a strange noise again and a red heart alarm. The patient exchanged the lvad controller and the problem was resolved. The patient was then admitted to the hospital. Later that evening the pump stopped. The patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console and is currently awaiting a heart transplant.